Manufacturer narrative:
Common device name changed from hip implant to hip stem. An event regarding periprosthetic fracture involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Letter received from the (B)(6) received on march 31th, 2016 : on (B)(6) 2013, patient was implanted a full right hip prosthesis by dr at the (B)(6). Shortly after, she broke her right femur and had to undergo a new surgery on (B)(6), 2013 (again by dr at the (B)(6)). On (B)(6) 2014, patient acknowledged lack of flexion of the implanted hip which, after x-ray control on (B)(6) 2014, may be caused by 2 distal screws (1 screw missing and 1 screw not correctly positioned). Patient then ask for second advice to another surgeon who decides to explant the screw on (B)(6) 2014. Since then, the patient suffers of constant pain and request the conciliation chamber to determine if there has been any malpractice in her surgical treatment & follow-up.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Letter received from the (B)(6) received on (B)(6) 2016 : on (B)(6) 2013, patient was implanted a full right hip prosthesis by dr at the (B)(6) clinic. Shortly after, she broke her right femur and had to undergo a new surgery on (B)(6) 2013 (again by dr at the (B)(6) clinic). On (B)(6) 2014, patient acknowledged lack of flexion of the implanted hip which, after x-ray control on (B)(6) 2014, may be caused by 2 distal screws (1 screw missing and 1 screw not correctly positioned). Patient then ask for second advice to another surgeon who decides to explant the screw on (B)(6) 2014. Since then, the patient suffers of constant pain and request the conciliation chamber to determine if there has been any malpractice in her surgical treatment & follow-up.